Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Cause of low bg was unknown. The customer received third party assistance from paramedics, who administered glucagon and provided carbohydrates to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.